Manufacturer narrative:
The user facility cannot identify the specific unit the injury occurred and as such, cannot confirm if the reported unit is in or out of service.

Event description:
The administrator reported that per the nurse manager, someone has injured themselves on the siderail, however formal injury reports were not filed.